Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the device powered off due to a faulty main board causing an e03 error message. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the screen of the high flow insufflation unit went black after powering the device on and pressing the cavity mode button. The device also alarmed constantly that required the device to be powered off to silence it. The issue occurred when preparing the device for use. Another device was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the faulty main board. However, this fault could not be further presumed. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.